Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the cassette and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. The patient stated that the supply bag had disconnected from the line. The technical service representative explained the alarm and assisted the patient in removing the cassette. The patient advised they would start therapy over with new supplies. The patient stated there had not been anything unusual about the supplies; all the connections had been easy to make and were secure. The set-up had not been exposed to any excessive force; the patient was unsure how the bag had disconnected from the line. There was no patient injury or medical intervention associated with this event. No additional information is available.